Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The device did power on. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that, during surgery on an (B)(6) 2023, hand piece would not turn on during the procedure. There was a patient involved but no harm reported. Surgery was cancelled and rescheduled while the patient was under anesthesia for a later date as no additional device was available to complete the procedure. Due diligence is complete and no additional information available.